Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the left ventricular (lv) exhibited loss of capture. The lv lead was explanted and replaced on (B)(6) 2026. The patient was in stable condition.